Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were reprogrammed in october to try and help with the problems they had been having with symptom control and noted that they never touched the patient programmer (pp) since they were implanted. The patient stated that they were trying to resolve the issues on their own and somehow they turned the implantable neurostimulator (ins) off. The patient reported that they were hospitalized for their issues and noted that for 4 months they had a lot of procedures. The patient thought that it was the implant causing the problems and noted that they finally got it reprogrammed which resolved their issues with symptom control. Additional information was received from the patient on 2017-nov-28. The patient reported that they were sick for 4 months and it ended up being because of a programming problem with the device. The patient stated t hat the urologist that implanted the device didn¿t think it was the device, but it was. The patient then stated that when they had an appointment with their hcp they didn¿t even see the hcp and only saw a manufacturer representative (rep). The patient noted that they were looking for something saying the problem as with the device and not something medical to show their other hcp. No further complications were reported or were expected.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had to be hospitalized because of excessive urination even though their stimulation was ¿turned up high¿ and they noted they had hypoglycemia and dehydration. The patient supposed the hypoglycemia and dehydration were related to the excessive urination but reported they were never diagnosed. The patient noted they were in the hospital from (B)(6). The patient reported they were now having a problem with urinary retention and had to really strain to go to the bathroom. The patient tried making adjustments to stimulation of turning stim up really high and down pretty low, and noted stimulation was about in the middle at the time of the report. The patient did not know how to change programs and their healthcare provider had not discussed changing programs with them. The patient reported they were told the implant battery would need to be replaced every 3 years and wanted to know if it was true, and noted they never turned their implant off. The patient was redirected to follow up with their healthcare provider. No further complications were reported.